Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a study from university hospital (B)(6). The title of this report is ¿ultrasonically assisted anchoring of biodegradable implants for chevron osteotomies ¿ clinical evaluation of a novel fixation method¿ and is associated with the stryker sonicpin. Within that publication, post-operative complications/ adverse events were reported which occurred between may 5th to september 11th, 2008. It was not possible to ascertain specific device or patient information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 3 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses arthritic plantar pain. The study reports, "in another case with a moderate hallux rigidus component (3.3%), the patient complained of arthritic plantar pain in the first mpj at the 12 month follow-up examination. The MRI showed an increase of the arthritis, which will probably require an arthrodesis in the future."